Event description:
It was reported that the patient¿s blood glucose (bg) levels increased to approximately 15-20 mmol/l (270-360 mg/dl) after approximately 5-24 hours of pod wear on the arm despite multiple correction boluses. It was noted that the patient¿s bg levels remained high throughout the night. Upon removal of the pod, it was reported that the pink slide had moved forward and the cannula was visible and noted to be kinked. The patient¿s bg levels stabilized following replacement of the pod. There was no medical intervention reported in relation to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.